Event description:
At the end of treatment and prior to rinse back, I noticed a big air bubble in the arterial line near the port. I clamped lines and took a picture. The machine did not alarm. I took the machine out of service and contacted biomed. The lines were kept and put in bio refrigerator.